Manufacturer narrative:
No conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to re-occur. It could result in the termination and/or rescheduling of an interventional procedure. There is no report of pt injury or death.